Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 12/9/2021 h.6. Investigation: bd had received 10 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to erroneous results or clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (erroneous results/microclots) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of customer, retains, and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Cbc analysis was also performed to further evaluate this reported concern. Replicates of both customer, retain, and control samples tested were acceptable in terms of both precision and accuracy. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unconfirmed for erroneous results & microclots. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the tube k2edta plh 13x75 2.0 plbl lav br there was erroneous results and clotting/micro clots/fibrin clots the following information was provided by the initial reporter. The customer stated: "the tubes have presented several issues in platelets count, indicating formation of microclots in samples. Several samples from these batches have presented low count of platelets."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results or clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results/microclots) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unconfirmed for erroneous results & microclots. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the tube k2edta plh 13x75 2.0 plbl lav br there was erroneous results and clotting/micro clots/fibrin clots the following information was provided by the initial reporter. The customer stated: "the tubes have presented several issues in platelets count, indicating formation of microclots in samples. Several samples from these batches have presented low count of platelets."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1051626. Medical device lot #: 1051625. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube k2edta plh 13x75 2.0 plbl lav br there was erroneous results and clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "the tubes have presented several issues in platelets count, indicating formation of microclots in samples. Several samples from these batches have presented low count of platelets."